Manufacturer narrative:
Handles can be moved sideways in both directions despite the knobs are properly tightened.the futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).

Event description:
Handles can be moved sideways in both directions despite the knobs are properly tightened.the futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).